Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 02, 2023.